Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric septation, the right side of the handle was not working. Surgeon performed the entire procedure using the left side. During positioning of the second load, the rod rotated by itself without the surgeon pressing any buttons. Handle also would not identify that reload was already fired. No patient injury.